Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined a conclusive cause for the reported inflation issue cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a perforation during a percutaneous coronary intervention procedure. An unknown graftmaster coronary stent system was used; however, the balloon did not inflate in the coronary artery. It was easily removed and replaced with another balloon dilatation catheter to finish the procedure successfully. There were no adverse patient sequela or clinically significant delay reported. No additional information can be provided.